Manufacturer narrative:
The physician reported that the symptoms resolved as of march 1999.

Event description:
This is the same event and the same pt reported under MDR ID #2939859-1998-00144. This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 8 september 1989 and then 27 may 1997 with negative results. The pt has had multiple collagen treatments without adverse response. On 2 april 1998, the pt was treated with two formulations of collagen in the nasolabial folds and oral commisures. Approx 3 weeks after the treatment, the pt developed redness, swelling, and induration at all treatment sites. The physician believed the symptoms were a hypersensitivity and prescribed motrin three times a day. No further med or surgical intervention was planned or prescribed.